Manufacturer narrative:
Batch review performed on 15 july 2021: lot 1900365: 149 items manufactured and released on 03-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, 143 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen unknown). About 3 months after the primary surgery, the surgeon performed a washout and revised the poly, and the surgery was completed successfully.